Event description:
A medwatch report was submitted from the user facility the following: it was reported that the pt had a ptca & rotoblation procedure of the right coronary artery in 2000 at 7:15am. An angio-seal device was deployed at 8:50 am. The pt was transferred to the intensive care unit w/hypotension, mild nausea, and increased lethargy. Bleeding was noted and the pt was taken to surgery for exploration and repair of the rigrt iliac artery. The surgery revealed swelling approx 3cm above inguinal ligament and a retroperitoneal bleed. The angio-seal device was present within the lumen of the artery and it was not compressing the arterial puncture site. The pt expired later in 2000, about 10 days following the procedure. The cause of death is unknown. Note: the medwatch report indicates product ro# 610097. However, per the device history record review, product is ro #610089. Several unsuccessful attempts have been made to obtain add'l info.